Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-00998. It was reported that the patient experienced audible alarms while at home sitting and lying down, on batteries as well as the mpu. During interrogation of the device, low flow alarms and pump stops were found. Analysis of the log file captured communication issues on com a & b. This could explain the reported zero speed, flow and pi. The file started off with the patient on battery so the manufacturer's technical services was not able to view the data from when the issue started on mpu as the patient reported. The cause of this event was not confirmed but under the reported circumstances with the patient being in bed supported by the mpu, possibly an electrostatic discharge (esd) event occurred. The file started on (B)(6) 2020 at 11:53:45 with 0 speed, flow & pi with power of 1.2 w. At 11:54:26 the pump was operating again @ 5200 rpm with pump parameters that returned to normal. Then at 13:14:32 the speed dropped to 0 rpm with the flow & pi also reaching 0 with power greater than 3 w. At 13:14:45 the pump was operating again @ 5200 rpm with pump parameters that returned to normal. The pump parameters remained normal for the remainder of the log file which ended at 14:28:31. A log file was reviewed on (B)(6) 2020, the event log contained multiple pi events that were occurring all throughout the event log. All pi events will cause the hm3 vad speed to drop to its low speed limit, which was set at 5200 rpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop events were confirmed based on the submitted log files. The submitted system controller event log file captured two events on (B)(6)2020 where the pump speed reduced to 0rpm and the low flow hazard alarm became active. During the events, the log file captured an intermittent communication issue between the controller and the pump. The system appeared to function as intended following the second pump stop. The patient¿s modular cable was exchanged and the evaluation confirmed wire damage to both of the communication wires. Based on the information captured in the submitted log files, the pump stoppages appeared to have been the result of an electrical short between these two communication wires. Log files submitted after the modular cable was exchanged found no additional pump stop or communication issue events. The patient remains ongoing on vad support with no further issues reported. No further information was provided. The manufacturer is closing the file on this event.